Event description:
The customer contacted stryker to report that their device stopped displaying ECG after a shock was given. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer contacted stryker with the available patient information. Section a has been updated accordingly. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue was logged in the device's memory. Stryker reviewed the device logs and determined that after the 4th shock of the event was delivered, the primary waveform selection was changed to lead ii because the user placed the device in pacing mode. The primary waveform remained selected as lead ii for the remainder of the event. The waveform from the therapy pads was not displayed to the user because pads lead was not selected as the primary waveform. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device stopped displaying ECG after a shock was given. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device stopped displaying ECG after a shock was given. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.